Manufacturer narrative:
The investigations are ongoing. The device was returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. The customer had a broken accu-chek softclix lancing device where the needle was protruding beyond the cap. The events involved a total of 1 patient.

Manufacturer narrative:
The customer's lancing device was returned for investigation and the issue could not be reproduced or confirmed. The lancing device worked in accordance with specifications and had no damage.